Event description:
Blood was squirting out of arterial t port while the clamp was closed and the cap was in place. Leaked at least 1u of the pt's blood on the floor in <15 minutes. Specifically, staff found crrt machine running with blood leaking from one of the capped clamped lines near the filter with a puddle of blood on the floor under the machine. Rn immediately touched the clamp and the machine stopped leaking blood. Vs were checked and pt was found to be hypotensive, levophed increased, (B)(6) cnp called to bedside, 200mcg of neo ordered, mtp ordered and 1 unit given, labs checked, 1l of lr given. Crrt was taken down, attempt made to return blood however, only about 50ml of blood was returned to pt. Crrt machine and tubing were removed from pt room. Vasopressin added. Plan to restart crrt when new machine and tubing available.